Event description:
Guidant received information that during the implant procedure, this lead was unable to be placed secondary to a tear at the target vessel. The physician indicated this patient had fragile vessels, and the slightest force caused a small tear in the vessel. The lead was explanted and replaced in a different vessel.